Manufacturer narrative:
According to the definition of a complaint : "any written, electronic or verbal communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a product after it is released for distribution. A complaint is any indication of the failure of a device to meet a user¿s or customers¿ expectations for quality, or to meet performance specifications. A complaint may be the possible failure of a device, labeling, or packaging to meet any of its specifications.", the event describe is not a complaint. The robot sp16012 is a demo robot and is not used for medical purposes. This complaint does not meet the criteria of a complaint definition criteria. Further investigation onto the reported will be performed under non-conformance process. The device is a demo device.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that in a demonstrative device after a power loss due to issue with booth electrical connection, an error message appeared and showing that the license was not valid. The field service engineer downloaded a new license but when the device was restarted the license was not valid again.